Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump had a cracked case at the display window corner, cracked reservoir tube lip and a cracked reservoir tube window.

Event description:
Customer reported that the insulin pump returned a button error alarm during basal. Blood glucose level was 121 mg/dl at the time of the call. No further information was provided.